Event description:
See MFR # 2953200-2007-00287. The scheduled endovascular procedure for repair of the endoleak and the migrated stent graft was attempted with 2 aneurx aortic cuffs 6 years and 7 months after the initial implant. It was reported the aortic neck was conical in shape and was dilated distally. The first aortic cuff was successfully implanted; however, as the second cuff was being implanted, it landed proximal to the intended landing zone and partially covered the renal arteries. The left renal artery was stented with a bare metal stent; however, stenting the right renal artery was unsuccessful. The physician elected to end the procedure and brought the patient back the next day, where the brachial approach was used to implant the stent in the right renal artrey. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (arterial and venous occlusion) patient's condition affected effectiveness of device (dilated and conically shaped aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (dilated and conically shaped aortic neck). Other; (required secondary intervention).